Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying the customer was using the correct kit and components, verifying the customer was washing parts according to the instruction for use, verifying that the parts were dry when pumping and verifying breast shield fit. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 07/21/2021, the customer indicated that she has not tried the replacement pump yet because she had rented a symphony breast pump, which she is using daily. The customer indicated that the suction was poor on the pump in style mas flow and she developed clogged ducts and now requires a very strong suction to prevent recurrence of mastitis. The customer indicated that the she is improving but still feels a hard lump in the affected area. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump had low suction which caused her to develop mastitis. She additionally alleged that she had been prescribed antibiotics.